Event description:
The complainant reported that during a procedure, the catheter caused a dissection. The physician reported the catheter as being "too stiff and (that it) torques too much." The pt was admitted to the hospital for observation due to the dissection that was in the aortic cusp. Due to a pre-existing low hematocrit level, the pt received a pint of blood to treat anemia while in the hospital. The anemia was not related to the dissection. The pt's vital signs were stable throughout the hospital stay. The pt required no additional procedures for the dissection and was released the following day.

Manufacturer narrative:
Device evaluation: the suspect device was discarded at the hospital. Since the lot number was not reported, a lot history review could not be performed. A review of the 6 french wire braided performa product line for the same failure mode returned only one other complaint from the same source on the same day (reference MDR# 1628221-2009-00012). The root cause of the failure could not be determined. The manufacturer will continue to monitor these types of events for any potential trends. Other, device product line history record was reviewed. Results: other, catheter. Conclusions: no conclusion can be drawn.